Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged firing trigger handle. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 6th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White and blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? This surgeon uses the device very frequently and is aware of how to remove it. The analysis results found that the device was received with the firing trigger broken and an 6r45b cartridge loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon had fired the sixth firing with a blue reload for the second vertical firing to form the pouch. The device locked down on the gastric tissue and would not open. He had fired three white reloads and two blue prior to that firing. He tried the release button and the handles and it would not open. The surgeon then used another like device with three blue reloads firing around the device locked on tissue and removed the device. During the firings there was a specimen from the stomach that was removed with the stapler that the surgeon kept at the account and will not return. The surgeon performed a leak test with no leaks seen. He did not over sew the stomach.